Event description:
Device returned to manufacturer with report of "battery depletion - nonfunctioning and catheter out of spinal canal." Follow up with hcp revealed the patient had suffered no baclofen withdrawal and "the catheter was out of place." No response received to question battery depletion. Devices replaced. Patient outcome not provided in follow up report.